Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed but could not replicate the customer reported complaint that the sureform 60 stapler (part #480460-06) was ¿sticking when clamping¿. Fa found the primary finding of a firing failure to be related to the customer reported complaint. For clarification, the instrument was found to have a firing failure based on log review. However, the failure was not replicated during in-house testing. No clamping failures were found in the logs. Visual inspection of the instrument found no physical damage at the distal end. The housing was removed, no damage was observed. The instrument was installed on an in-house system. The instrument passed the initialization test. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired using a green 60 reload. Partial fire log review showed 1 partial fire in a sleeve gastrectomy procedure with a white 60 reload installed with a completion percentage of 50.78%. It occurred on the 2nd fire. Clamp history for the instrument in the procedure showed 3 complete and 0 incomplete clamps. A review of the instrument log for the sureform 60 stapler (part #480460-09 / lot #l12220926-0126) associated with this event was performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial #(B)(4). There were 10 uses remaining after the last usage. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform stapler 60 was sticking when clamping during procedure. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no serious harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler was allegedly ¿sticking when clamping¿. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.